Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device broke when in the patient. Unknown what occurred after the incident occur. Unknown if another device was pulled to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the gall bladder of "normal" size was already in the bag and when surgeon went to pull string and introducer, the red ring guard broke and fell in his hand. Surgeon was able to still remove the specimen with string and bag intact. The complaint could not be confirmed because no device was returned for analysis. As the lot number provided was found to be invalid, a device history review could not be performed.